Event description:
This case was reported by a consumer via email and described the occurrence of lupus in a female pt who rec'd denture adhesive powder-cmc or double salt (super wernets denture adhesive powder) over a period of 25 yrs for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started super wernets. At an unk time after starting super wernets, the pt experienced lupus. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. Consumer reported having lupus (sle) since using super wernets. She is concerned about the systematic symptoms of zinc. Consumer is currently (B)(6). No add'l info rec'd in email. Super wernets powder is made in (B)(4), and neither the product nor lot number for this product is available. (B)(4).